Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in set) while on the home choice (hc) device during use, during drain 3 of 6. The baxter technical representative (tsr) explained the alarm. The home patient (hp) stated that he disconnected because the car alarm went off and the hp had the unused line open. The hp cycled the power. The tsr reviewed the alarm log and found se 2240 and assisted the hp to set up with new supplies. The tsr advised the hp to inform the registered nurse(rn) regarding the alarm there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.